Event description:
Caller alleged discrepant inratio results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 2.3, lab: 1.8. Patient self tester ran a correlation between the inratio meter and the lab. No report of unusual bruising or bleeding.

Manufacturer narrative:
Investigation pending.